Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that during pump preparation prior to the equipment being in contact with the patient the technician spilled water on the system controller and the electrical connections while on the preparation table. In addition, the technician passed sterile modular cable off the table with the system controller by accident. The system controller and modular cable were replaced with new ones. Related manufacturer report number of modular cable: 2916596-2021-04793.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the technician spilling water on the system controller and the electrical connections while on the preparation table was not confirmed. The system controller was returned to abbott for analysis and a log file was downloaded. The downloaded log file contained 87 events spanning and unknown amount of time due to the system controller clock not being set to the correct date. There were no atypical alarms active in the log file. Additionally, the system controller underwent preliminary and functional testing and passed all steps without any issues or alarms present. The system controller was connected to the mock loop and was able to operate for an extended operation as intended. The root cause of the reported event could not be conclusively determined through this analysis. The device history records were reviewed and the records revealed the heartmate 3 system controller (serial#: (B)(6) ) was manufactured in accordance with manufacturing and qa specifications. Heartmate 3 instructions for use section 8 - ¿equipment storage and care¿ and heartmate 3 patient handbook section 6 - ¿caring for the equipment¿ explain how to properly take care and maintain the integrity of the equipment, and caution the user not to put the system controller in water or liquid. The patient handbook also cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.